Manufacturer narrative:
The customer reported event of tap tip fracture was confirmed via visual inspection. No relevant manufacturing issues were identified as all units met stryker specifications. The plausible root cause of the event is determined to be multifactorial. Contributing factors are: excessive torsional force applied to the device, not using awl to prepare the hole, age of the device.

Event description:
It was reported that; treatment for l2 fracture. The l1 left vertebral bone was hard and could not insert the tap completely into l1. But inserted the screw and complete the procedure. After that it was found the tip of tap was fractured after procedure.

Event description:
It was reported that; treatment for l2 fracture. The l1 left vertebral bone was hard and could not insert the tap completely into l1, but inserted the screw and completed the procedure after that it was found the tip of tap was fractured after procedure.